Event description:
It was reported that the user experienced sustained hyperglycemia after disconnecting from the ilet for a shower, with the system displaying high glucose alerts and fingerstick confirmation of 377 mg/dl, and supplies were changed with no observed leaks or kinks in the 23-inch, 6 mm infusion set. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and assistance provided by a caregiver out of kindness. Investigation included troubleshooting and education regarding potential causes of high glucose, verification of infusion set integrity, and recommendation to confirm glucose by fingerstick and monitor for downward trends. Investigation of this case revealed an unresolved high glucose condition with unclear etiology, with no device component malfunction identified and no evidence of infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.